Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported aspiration was lost during the procedure. An avx® thrombectomy set was being used for treatment of a fistula declot in the arm. The catheter primed with no issues and then when aspiration started, it pumped 2 to 3 times, and stopped giving a "check saline supply" alarm. The device was checked and reset 3 times, but was unsuccessful and needed to switch catheters. A new avx catheter was used to complete the procedure without any issues. No complications were reported and the patient was fine.